Manufacturer narrative:
B5- the reporter indicated that a 13.7mm, vticm513.7, -7.50/1.5/105, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.7mm, vticm513.7, -7.50/1.5/105, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -7.50/1.5/105, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.